Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were broken. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) did receive the following information from the initial reporter: the instrument was broken, and the issue was identified during procedure. The procedure was completed with no injury to the patient and no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.195" x 0.507" was found to be broken off. The broken piece was not returned.